Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked. Reportedly, the cause of the cracked screen was unknown. Blood glucose level was 377 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.